Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for the elecsys hcg + beta test system (hcgb) on a cobas 8000 e 602 module (e602). The sample initially resulted as 7.39 iu/l and this value was reported outside of the laboratory to the patient. The sample was repeated on (B)(6) 2017, resulting as 172.9 iu/l. No adverse events were alleged to have occurred with the patient. The hcgb reagent lot number was 240444. The reagent expiration date was asked for, but not provided. Quality control results were within range.

Manufacturer narrative:
A specific root cause could not be determined based on the provided information. Quality control results were within range. Possible root causes for this event may be sample quality and insufficient maintenance.